Event description:
On 8/16/96 a pt with lung cancer status post-irradiation therapy had a wallstent placed to cover a tracheoesophageal fistula. On 8/20/96, a second wallstent was implanted because the first stent appeared to have migrated upward about 1 cm and did not completely cover the fistula. Soon thereafter, the pt developed upper airway stridor. Several bronchoscopies were performed revealing that the left main stem bronchus partially obstructed. The fistula has increased in size, thereby allowing the wallstent to obstruct more of the airways.